Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient experienced shock, lactic acidemia, acute kidney injury (aki), hypercarbic/hypoxemic respiratory failure, and acute encephalopathy. An initial head CT was negative, and a chest CT showed bilateral infiltrates. A sputum culture was positive for gram neg rods and cefepime was initiated. A repeat head CT was performed, neurology was consulted, and it was felt that the patient¿s condition was consistent with diffuse watershed infarct related to hypoxia. Due to the severity of the infarcts, the patient¿s family wished to withdraw care. The patient passed away after vad support was terminated (B)(6) 2021. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 30jan2021 under order (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure, renal dysfunction, and infection as an adverse events that may be associated with the use of the hm3 lvas. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2021 as a transfer from an outlying ER in shock, lactic acidemia, aki, hypercarbic/hypoxemic respiratory failure and acute encephalopathy. Initial head computerized tomography (CT) scan was negative. Chest CT showed bilateral infiltrates (pneumonia vs aspiration). Sputum culture positive for gram neg rods and cefepime was initiated. Encephalopathy persisted and a repeat head CT was performed - it demonstrated diffuse hypoattenuation. Neurology consulted, concerns for pres and it was felt to be consistent with diffuse watershed infarct. Consulted with stroke attending who supported this assessment likely related to hypoxia. Due to the severity of infarcts, the patients family wished to withdraw care. Patient passed away after vad support terminated (B)(6) 2021. No equipment was returned for analysis.